Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation of the returned device revealed that the device's distal tip is slightly damaged. The mechanism functioned as per surgical technique. However, the suture/implant construct involved in the complainant's event was not returned for evaluation therefore the event could not be verified. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a knee meniscal repair the surgeon attempted to use the ar-4502 speedcinch. The first implant was properly released behind the meniscus. After moving over to the 2nd location about 8 mm away the surgeon retracted the speed cinch trigger 3/4 of the way to release the suture into the joint. Then after inserting the device into the second location the surgeon squeezed the trigger the remaining distance but the trigger was jammed. The surgeon could not unlock the trigger from the squeezed positions. Surgeon removed the speedcinch device from the meniscus. The second implant was still intact and locked in the device. Surgeon had to cut the meniscus to remove the first implant. The case was completed using an ar-4500.